Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mid-right coronary artery that was mildly calcified and 80% stenosed. When attempting to load the 4.0x15 mm nc trek balloon dilatation catheter (bdc), onto the guide wire, the bdc froze on the guide wire and resistance was felt with the guide wire when attempting to remove the bdc. The devices were removed together and replaced. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed. The reported difficulty to position the device over the balloon catheter and difficulty to remove the guide wire was unable to be done due to the returned condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to position the device over a guide wire. Although a conclusive cause for the reported difficulty to position was not identified, the reported difficulty to remove appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.